Event description:
It was reported that this right atrial (ra) lead was left capped due to unknown reasons. A new lead was implanted. There's no additional information available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was left capped due to unknown reasons. Only the is-1 portion of this lead was capped and the tachy portion of the lead remains in service. No additional information about the procedure is available at the moment. No additional adverse patient effects were reported.